Manufacturer narrative:
B3: date of event - used the first day of the month of the aware date since no exact date provided.

Event description:
It was reported that catheter issue occurred. The stenosed target lesion was located in the left anterior descending artery. An opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, a percutaneous coronary intervention to the left anterior descending with a buddy wire down the diagonal. Upon going on imaging coming out of the guide and into the left main the wire was bound together and mangled in the body. All gear was removed from the patient using advanced trouble shooting techniques and the percutaneous coronary intervention was started over. The procedure was completed with the different device used. The patient is okay, and no harm was reported.